Event description:
The customer reported that they have not received their replacement product. The customer experienced a painful and burning foot and a loss of consciousness. The paramedics were called and transported the customer to a hospital where they were treated. The customer was diagnosed with severe hyperglycemia and treated with insulin. The customer also reported taking an unknown prescribed medication and food to help counteract the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a delivery issue and does not involve a product malfunction. No further investigation is required.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was being prepped for use for a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, they could not affix the active cord (olympus product) to the electrical connector of the snare. The complainant noted that although the connector did not detach, it was loosely attached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Serious injury was not contributed to user error. According to the customer, the serious injury was due to a delivery issue.